Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Customer reported noticing that in the box of impressa bladder supports she had purchased several had no string showing and several had untied strings. Product defect was noticed before use, no consequences to consumer.